Event description:
A review of service data detected a reportable problem. During servicing, electrode belt sn (B)(4) failed incoming functionality testing. The last pt to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon eval, the electrode belt failed incoming functionality testing. The cause for the test failure was isolated to the 318 and #19 pins in the trunk cable connector being bent out of position. The root cause for the bent pins could not be positively identified. No adverse event resulted from the defective electrode belt. The last pt to use this electrode belt did not report any deficiencies.